Event description:
Device malfunction: clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the right common femoral artery after an unspecified procedure. Reportedly, after delivering the clip it was noticed that the clip deployed on the distal end of the exchange sheath. Manual compression was applied to achieve hemostasis. There was no reported of adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
Evaluation summary: the device was fully clip-deployed. The exchange sheath was elongated and damaged had captured the deployed clip in its distal end, which interfered with the proper collapse of the vessel locator wings causing them to bend. Additionally, the garage tube leaves were noted to be slightly "bowed". These findings are consistent when an unknown resistance is applied to the external areas of the exchange tube and the delivery tube during the delivery tube distal deployment process. No additional damage of the device was detected. A root cause for the reported event could not be determined. A review of the device history record for this lot did not produce any findings relevant to this report.